Manufacturer narrative:
As received, a catheter was returned without a device. X-ray examination found both tether wires were buckled with one of the tether wires was found fractured inside the transition zone. The cause of reported events was due to fractured and buckled tethers inside the transition zone.

Event description:
Related manufacturer reference number: 2017865-2024-36912 during the initial implant procedure, increase pacing impedance, decreased sensing and increased capture threshold were observed on the leadless pacemaker (lp). While attempt to reposition the lp, it was difficult to dock the lp and the catheter and the lp released from the catheter spontaneously. The lp was retrieved and it was noted that the helix has stretched and a tether was damaged on the catheter. A new lp and catheter were selected and the implant was completed successfully. The patient was stable.